Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having difficulty breathing/short of breath. The device was returned and manufacturer could not confirm customer complaint and there were no problem found during device evaluation. There was no report of serious or permanent patient harm or injury.